Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-26, the patient had a type 1 bicuspid valve anatomy with calcification and fibrosis. Predilatation was performed using a 20 millimeter semi-compliant non-medtronic balloon (maxi cordis). At 80% deployment, device depth was evaluated at 3 millimeter, and at final deployment, the valve was reported to pop out. No symptoms, complications, adverse events, injuries, or deaths were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three images were provided. A computed tomography (CT) or executive summary was not provided for review. A fluoroscopic valve check was provided and appears to be loaded correctly. It was reported that a 20mm semi compliant pre-implant balloon aortic valvuloplasty was performed prior to the valve implant, but no evidence was provided. It was reported that at 80% deployment, device depth was evaluated at 3 millimeter¿s, and at final deployment, the valve was reported to pop out. The position of the referenced pigtail catheter should be in the non-coronary cusp (ncc) via the contralateral access site. There is evidence that the pigtail location is not in the nadir of the ncc. Therefore, it cannot be confirmed that the implant depth at the point of no recapture is 3mm as reported. As listed in the instructions for use (IFU), potential risks associated with the implantation of the valve may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated data: b5. D10. Continuation of d10: product ID {gwbc30}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 3 millimeter's (mm). After valve dislodgement, the implant depth on the ncc and lcc was 0 mm. A medtronic guidewire was used during the procedure. Subsequently, a second valve was implanted valve-in-valve.